Event description:
It was reported by the facility that a reamer tip broke in the leg of a patient during an intramedullary reaming to accommodate an intramedullary nail. Fragment was retrieved. There was no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The manufacturing evaluation found the relevant dimensions can not be verified anymore because of the damage and as it is unknown according to which drawing version this device was manufactured. Therefore, this complaint is indeterminate from a manufacturing standpoint. The microscopic view has shown that the fracture face is homogenous which indicates material conformity. The actual drawing version was released in the year 1995 and on this version a lot number is intended on the device. Therefore it can be assumed that this device was manufactured before 1995. It was also found that the cutting edges are partially blunt and have nicks all over. Based on these findings we suppose that a mechanical overload, caused by the use of a blunt instrument, caused this breakage. In conclusion this complaint is deemed indeterminate.